Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) therapies were disabled because an atrial lead position check failed. The ra lead also had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.